Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two proud corail implants yesterday due to rasp implant mismatch. At this time it's unknown what size of broach/rasp were used during these cases. All are being reported at this time on linked pcs. The two stems are reported in two separate linked pcs. Doe: (B)(6) 2018.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.